Event description:
It was reported that there was t-wave oversensing occurring at specific times of the day over a period of time. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) and (B)(4) the actual device and lead were not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as one episode of ventricular fibrillation at 180 ms average v-cycle occurred on (B)(6) 2011 08:47:10.